Manufacturer narrative:
The involved equipment and accessories were not made available for inspection/testing. Most likely, there were many factors involved in the reported incident. The possibly of a perforation is a known complication with electrosurgery. The reported issue of the positioning and stability of the involved hybridknive's electrode could have been caused by its impendence from bending/torsion of the endoscope, the position of the target tissue, etc. And/or by a malfunction. However, no conclusive determination could be made as to the cause of the reported event. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that patient incidents occurred with hybridknives (I-type) during endoscopic submucosal dissections (esds). No information was provided regarding the settings of the associated equipment or location of the intervention work. During the procedures it was reported that there was difficulty with the extension and retraction of the device's electrode as well as their ability to stay in a fixed position. During or upon the esds, perforations occurred. No information involving the patients was provided in regards to their age, medical condition, follow up treatment, etc.